Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). The cartridge is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reportedly noticed a deformed tip on two (2) emeraldc30 cartridges. The issue was observed when the tip made contact with the patient's eye. No patient injury was reported. Products were not used and will not be returned as they were discarded by the surgery center. No further information was provided. This report is 2 of 2.